Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not operate on ac power. An "ac power failure" error message was observed. An alternate heart lung console was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.